Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead were found to be reversed in the header of this implantable cardioverter defibrillator (ICD) post implant. The device was programmed to aai 50 with tachy mode off until the connections were resolved. The patient had a scheduled thoracotomy a few days later to remove old leads. At this revision procedure the ICD and leads were explanted and replaced due to therapy upgrade from a df-1 system to a df-4 system. A new system was successfully implanted without any connection issues. No additional adverse patient effects were reported.